Event description:
Hcp reported pt had difficulty with devie turning off. Hcp reported the pt would get a shock while going through any metal detector whether at a store or library. The pt was asked to use the access review device less often. The pt used the access review device multiple times furing the day, possibly incorrectly. Hcp reported that pt has not had difficulty with device turning off or shocking for the last couple or months. No report of device explantation. A follow-up report will be sent if additional info is received.